Event description:
A customer reported to baxter corporate product surveillance an anti-reflec y- set in which a leak was observed. According to the report, the registered nurse (rn) changed out the anti-reflec y-set with a new anti-reflec y-set and put a piece of gauze under the set to monitor for leaks. The administration set was used to administer total parental nutrition(tpn) on a patient. The rn left the room for a short period of time when the patient's mother observed that the new tubing was leaking. The rn returned to the room to discover that the new line was leaking tpn as indicated by the mother. The origin of the leak was identified as the "verification point." There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.